Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the 8mm mega suturecut needle driver instrument had a whole cluster of wire/cable broken. Isi followed up with the customer and gathered the following information: a robotic assisted laparoscopic right inguinal hernia repair was being performed when the issue occurred. The instrument ultimately stopped working when the wires were broken. There was a whole cluster of wire visibly protruding from the distal end of the instrument. No fragment fell inside of the patient's anatomy. The instrument was inspected prior to use and they didn't find anything out of the ordinary. They were able to use it before it broke.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.